Event description:
It was reported that coating issue occurred. An 8cm poly tip v-18 control wire was selected for use in a percutaneous transluminal angioplasty (pta) of lower limb. During the procedure, the wire advanced into the stenosis. However, when pulled out, it was noted that hydrophilic coating had been partially detach from metal core. The device was removed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the v-18 control wire was returned for analysis. A visual examination identified that the guidewire was detached/peeled at polymer jacket and bent at distal tip. No further issues were confirmed in the analysis.

Event description:
It was reported that coating issue occurred. An 8cm poly tip v-18 control wire was selected for use in a percutaneous transluminal angioplasty (pta) of lower limb. During the procedure, the wire advanced into the stenosis. However, when pulled out, it was noted that hydrophilic coating had been partially detach from metal core. The device was removed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.